Manufacturer narrative:
Due to character limitation (e1) event site full name: (B)(6) medical ctr. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while use cardiosave intra-arrotic balloon pump had alarming fiber optic and leaking gas loss. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter, event site email), e3, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: h6 (medical device problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. It was reported that the iabp was alarming for fiber optic and leaking gas. The fse could not duplicate the gas loss alarm and replaced the expired safety disk. The fse performed full function and calibration checks and the unit passed all checks. The record is being rejected for more information on the fiber optic alarm. The customer replied and stated that there was no fault with the fiber optic and no part is going to be returned.